Manufacturer narrative:
The device (zilver ptx drug-eluting peripheral stent, ziv6-35-125-7.0-100-ptx, lot# unk) was used for pta in the left sfa. The calcification in the lesion was severe and in addition, a severe tortuosity was observed in the area from right femoral artery to left cfa. After the lesion was pre dilated with a balloon, the physician advanced the device into the lesion and withdrew the handle so as to deploy the complaint device. However, the stent would never deploy. Therefore, the physician attempted to retrieve the delivery system, but the distal end of the stent (approximately 1cm) then deployed. The physician continued retrieval of the delivery system, but it got trapped in the calcification in the lesion. The physician pulled back the delivery system with force, which resulted in separation of the distal 1cm of the stent. Another manufacturer's stent (misago/terumo) was placed in the lesion covering the 1cm separated part of ptx stent remaining in left sfa. As the blood flow recovered, the procedure was finished. As the lot number of the device involved is unknown it was not possible to determine if any of the affected lot remained in stock. Zilver ptx device involved in this complaint was not available for evaluation. In addition, no images were available to support the complaint investigation. With the information provided a document based investigation was carried out. As the device was not available for evaluation and no images were provided the complaint is confirmed on customer testimony only. A direct cause of the stent fracture in this occurrence may be attributed to user technique during the procedure. During delivery withdrawal the stent partially deployed (1cm) and the delivery system got caught in the calcification in the lesion. A force was applied in order to remove the delivery system from the patient which resulted in separation of the partially deployed stent. However the root cause of stent fracture in this case may be attributed to stent deployment difficulty. As the stent could not be released during the procedure, the physician attempted to remove the delivery system. Based on the information provided, difficult anatomy (severely calcified artery and tortuous anatomy) was the most contributing factor to the deployment difficulties in this case. As the device was not yet returned for evaluation, a definite root cause of deployment difficulties could not be determined. It may be noted that as per instructions for use: "once stent deployment has begun, the stent must be fully deployed. Repositioning of the zilver ptx drug eluting peripheral stent is not possible since the delivery systems outer sheath cannot be re-advanced over the stent once deployment begins." As per as per instruction for use stent struct fracture is noted as a potential adverse event associated with the placement of this device. Prior to distribution all zilver devices are subject to visual inspection and functional checks to ensure device integrity. As the specific lot number of the device involved in this complaint was not provided, it was not possible to conduct a review of the associated manufacturing records for this device. According to the initial reporter, another stent was placed to cover the separated part of the stent and the patient did not experience any adverse effects due to this occurrence. A health risk assessment was initiated for stent fracture during deployment. It can be noted that the risk associated with stent fracture as a result of deployment difficulties is low. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.

Event description:
The device (zilver ptx drug-eluting peripheral stent, ziv6-35-125-7.0-100-ptx, lot # unk) was used for pta in the left sfa. The calcification in the lesion was severe and in addition, a severe tortuosity was observed in the area from right femoral artery to left cfa. After the lesion was pre-dilated with a balloon, the physician advanced the device into the lesion and withdrew handle so as to deploy the complaint device. However, the stent would never deploy. Therefore, the physician attempted to retrieve the delivery system, but the distal end of the stent (approximately 1cm) then deployed. The physician continued retrieval of the delivery system, but it got trapped in the calcification in the lesion. The physician pulled back the delivery system with force, which resulted in separation of the distal 1cm of the stent. Another manufacturer's stent (misago/terumo) was placed in the lesion covering the 1cm separated part of ptx stent remaining in left sfa. As the blood flow recovered, the procedure was finished. No adverse effects to the patient were reported as occurring.